Event description:
On (B)(6) 2013, the patient contacted animas alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were sticking and responding intermittently. Reportedly the button issue started 2 days ago. Patient stated that the keypad was not damaged and there was no evidence of moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. The ok key contact was also found to be misaligned. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the vibration function was unresponsive. 1.5 volts were applied to the motor contacts; however, the pump vibration remained unresponsive. (B)(4).